Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing rubber stopper was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of missing rubber stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing rubber stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing component(s) of product. The following information was provided by the initial reporter. The customer stated: "tubes had defective caps. Some tube pallets contain defective tubes: tubes with defective caps missing the red rubber seal where the needle is inserted during tube filling."